Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (multisystem organ failure and patient expiration) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multi-system organ failure (msof). The patient had remained in the intensive care unit following implant due to multisystem organ failure. An autopsy will not be performed. The account communicated that the patient¿s expiration was not considered to be device-related and that the pump was operating as intended. The device will not be returned for evaluation as it was not explanted and no autopsy was performed.